Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the occlusion, dysfunction of the valve.

Manufacturer narrative:
The shunt system was returned in a returnkit in an unknown liquid. The valve was set to 10 cmh2o pressure when delivered. A visual test was preformed and scratch marks were observed on the inlet side of the progav valve. To check if the valve was clogged, a permeability test was carried out. This test is used in a hydrostatic pressure difference of about 30 - 40 cmho and carried out in the flow direction. The test showed that the valve was not permeable. All the pressure stages in step 5 were attempted at the valve to make an up and down adjustment. An adjustment was not possible. To measure the brake release force, the brake force gauge was checked on the valve. The force is measured on the case and must be exercised to release the rotor to the valve, through adjusting the magnet integrated in the device. The measurement of the braking force could not be performed because the valve could not be adjusted. There were no defects in the valve. No further actions are required.